Event description:
During an in clinic follow up, it was observed the device was in back up mode. It was noted, the patient had undergone an MRI without the device being programmed into MRI mode. Technical support was contacted and reprogramming was performed to resolve the event. The patient was stable.